Event description:
Boston scientific received information that since the system was implanted, the patient had felt fatigued, short of breath, not fit and experienced palpitations. The patient was in the emergency room due to atrial fibrillation. After a successful cardioversion, impedance measurements greater than 2000 ohms were noted on the left ventricular (lv) lead. As the patient was scheduled for a routine follow-up later that week and threshold measurements were appropriate, no changes were made. At the routine follow-up appointment, impedance measurements remained greater than 2000 ohms. Additionally, the threshold measurements had increased resulting in loss of capture. Noisy signals were also noted. After reviewing electrograms and closely looking at the device header through x-ray, it was suspected the lv lead was not fully inserted in the header. As a result, a revision procedure was scheduled. No adverse patient effects were reported.

Event description:
Information was later received that this lead was explanted due to high impedance measurements, loss of capture and high threshold measurements. The technician noted a lead fracture near the suture sleeve location.

Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A revision procedure was scheduled. This investigation will be updated should further information be provided.